Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during a calculus removal procedure in the common bile duct performed on (B)(6) 2009 (pt is over 18 years old). According to the complainant, cutting was performed successfully and the device was removed from the scope. The device was inserted again for additional cutting. The device was able to conduct electric current two additional times, however, there was no electric current on the third attempt. It was observed that the cutting wire was broken at the proximal exit hole of the catheter. The device was removed from scope with difficulty. The cutting wire was observed to be broken again at the distal exit hole and the detached wire was left in body. Fluoroscopic eval determined that the wire had passed naturally. The procedure was completed with another stonetome stone removal device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device has been disposed of and will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).